Event description:
It was reported that the customer's insulin pump beeps every half hour, and the display goes blank. Customer's blood glucose level was unknown. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored for several days and no audio or display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.